Event description:
It was reported that the coil could not be detached. Upon removal, the coil detached inside the catheter's hub. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and it was confirmed that the implant coil had detached, but the evaluation could not determine the cause of the event.